Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient developed a cannula site infection on (B)(6) 2025, presented to the emergency room (ER) with pain and redness, and was treated with cefalexin 500 mg. On (B)(6) 2025, he developed a second infection at a different site, again visited the emergency room , and was prescribed trimethoprim-sulfamethoxazole 800 mg. As symptoms persisted, on (B)(6) 2026 his primary care physician recommended doxycycline, and the infectious disease specialist prescribed linezolid, which resolved the infection. The patient also reported dizziness during the infections, relating it to vertigo from low vitamin d, and attributed the infections to diabetes and impaired immunity. No further information available.